Event description:
It was reported that while using the tube k2edta plh 13x75 2.0 plbl lav cn that there was stopper creep out or loose closure. The following information was provided by the initial reporter: at 8:35 in the morning, the nurse was going to collect blood from bed 49. She checked the quality of the test tubes when she was preparing the supplies, and found that the disposable vacuum blood collection tube (purple tube) was deformed (the piston was tilted), and the test tube was replaced in time.

Manufacturer narrative:
H.6 investigation summary material #: 367272 lot/batch #: 2209608 bd had not received samples or photos for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper cocked as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.